Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother described the reaction as being in the shape of the adhesive and looking like a bullseye that was raw and very itchy. Reaction was located on the right side of the upper buttocks. On (B)(6) 2016, the patient saw an allergist who advised that the patient not wear the dexcom system until after the allergy panel patch testing had been conducted. Allergist prescribed the patient clobetasol cream for the skin reaction. Affected area was treated with over-the-counter aquaphor ointment, as well as steroid cream that burned. Additionally, it was reported that the patient has a history of eczema and sensitive skin. No additional patient information was provided. No product or data was returned for investigation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) age at time fo event, date of birth - correction, describe event or problem - additional, initial reporter information - correction, correction/additional information, result code - correction.

Event description:
Subsequent to the initial MDR, additional information was received on 10/27/2016. It was reported that the patient's results from the allergy patch test verified that the patient is allergic to methyl methacrylate and ethyl cyanoacrylate. No additional event of patient information is available.